Manufacturer narrative:
Corrected data: ¿the customer reports that the black catheter was damaged / punctured by the biopsy needle.¿ this sentence was erroneously transposed onto the initial report. Investigation ¿ evaluation: a review of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. One black catheter was returned in an opened and used condition. No needle/cannula was returned. There appears to be a needle puncture approximately 75mm from the distal end of the catheter. No damage to the catheter was otherwise noted. The catheter was placed on the drawing curve template and it was determined that the curve was within tolerance. Since the needle component was not returned, no additional visual or dimensional analysis could be done. The work order for lot 7710694 was reviewed and revealed two non-conformances within the manufacturing department. These non-conformances are not related to the failure mode and were reworked prior to shipping. Since the complaint involved the catheter and needle components of the product, the work orders for subassemblies ic7583417, ic7699875, and ni7710693 were also reviewed. There was one reported non-conformance on subassembly lot ni7710693 not related to the failure mode and reworked prior to shipping. There were no non-conformances reported for subassembly lots ic7583417 and ic7699875. To date, a further search of the manufacturer's database records revealed this complaint to be the only reported complaint associated with the complaint lot number. The provided instructions for use (IFU) states the following precaution, ¿when introducing the needle through the catheter, the needle should be advanced over the wire guide to prevent catheter damage.¿ it is possible that the needle was not inserted into the catheter over the wire guide. Without visual, dimensional, or functional testing of the involved needle component and without additional information, we are unable to determine with certainty what led to this failure mode. A definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. We have notified the appropriate personnel and will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(6) (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a transjugular liver biopsy procedure on (B)(6) 2017. The customer reports that the black catheter was dammed / punctured by the biopsy needle. The event occurred while the user was placing the needle into the catheter. There are no reports of any adverse events or need for medical / surgical intervention to prevent an adverse event. No further event or patient information was provided. The instructions for use cautions the user that "when introducing the needle through the catheter, the needle should be advanced over the wire guide in order to prevent catheter damage."